Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, or nurse called in to report that the endoscope image went suddenly upside down. The 30 degrees endoscope plus was moving incoherently, which caused one endoscope to break. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The endoscope adapter (aea) was damaged or presented friction issue.